Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was determined to meet functional performance specification requirements. A visual inspection was performed with no issues noted. A power on self test was performed successfully. A short simulated therapy was successfully performed. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.